Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative code e-46 was present in the device error log indicating the central processing unit could not communicate with the flow sensor using 12c bus. Replacement of the device printed circuit board assembly was required to resolve these issues. No foam particles were found inside the device. No repairs were completed because the device was requested by the customer to be scrapped. Additional findings not related to the malfunction/issue: the device was unable to write to the event log. The replacement of the printed circuit board assembly addressed this issue. The device will be included in the fsn 2023-cc-src-039.